Event description:
The customer was vomiting and hospitalized for high bgs. Troubleshooting was performed. Instructed the customer to change the set and call the help line if high bgs continue. Suggested the customer to use manual injections per md protocol.